Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 62 mm abdominal aortic aneurysm. It was reported that 6 days post index procedure, a endoleak from proximal diameter between the third and forth stent was observed by CT. It was stated that that the endoleak was flowing into the aneurysm. It was reported that type 1 endoleak was initially suspected, but imaging showed that the endoleak is more likely to be a type iii endoleak. It was stated that there was a high possibility of a pin hole leak in the stent graft. As per the physician, cause of the event was patient vessel morphology. It was reported that patient's vessel was strongly calcified on both sides and it is unclear of a possibility that a perforation in the stent graft occurred when the ballooning was performed during the index procedure. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received; it was reported the endoleak was observed near the flow divider of the main body stent graft. The endoleak was confirmed to have self resolved on CT taken 3 weeks post the index procedure. If information is provided in the future, a supplemental report will be issued.